Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding, infection, and neurologic event could not be conclusively established through this evaluation. Additionally, the reported low flow event could not be confirmed through this investigation. Per the vad coordinator, the device was not explanted and will not be returning for evaluation. The heartmate 3 lvas IFU lists bleeding, infection, neurologic events, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The IFU also lists neurological dysfunction as a potential late postimplant complication. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient vomited bright red blood mixed with food after breakfast. At 3:00 am the patient's left ventricular assist device (lvad) alarm began going off. At 7:00 am the patient had bright red blood around the mouth and dripping down the neck. The patient also experienced black stools in the setting of iron supplements, however the patient experienced increasingly black stools at this time. The patient was transported to the emergency department and was found to be lethargic and responsive only to pain. Upon arrival, the patient's lvad was alarming with low flow alarms. Doppler blood pressure was unable to be obtained in the emergency department and the patient was started on dobutamine drip. The patient was intubated secondary to altered mental status and concern for protecting airway. Dried blood was noted at the vocal cords which was concerning for aspiration of hematemesis. The patient was transfused with 5 units of packed red blood cells (prbcs) and two units of fresh frozen plasma (ffp) for hemoglobin of 5.6 g/dl. The patient was admitted for cardiogenic shock secondary to acute anemia due to gastrointestinal bleeding. Dobutamine was transitioned to norepinephrine which was transitioned to epinephrine; however all were discontinued when the patient started on milrinone. Urine analysis and serum lactate confirmed urosepsis and the patient was started on empiric vancomycin/cef/flagyl. The patient remained non-responsive while intubated. The patient's family decided to make the patient do not resuscitate (dnr) and comfort care only. The patient was extubated and the lvad was turned off. The patient expired on (B)(6) 2019 and the device was not explanted. No further information was provided.